Event description:
It was reported that the pt underwent a two level fusion for ddd. After the interbody device was implanted, the screwdriver lacerated a vein during the tissue retraction. While perform the further retraction to the tissue, the vein was torn even wider. The doctor had to repair the vein and close the pt. The procedure was completed without the coverplate implanted to secure the interbody device.

Manufacturer narrative:
Device was not returned to the manufacturer for eval. Unable to determine the cause of the event.